Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2015-01200. Patient information not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was supported with an extracorporeal circulatory support pump. It was reported that the primary console and motor were both exchanged due to the device stopping while supporting the patient. The specific alarms occurring at the time of the event were unknown. The temperature sensor for the oxygenator of another manufacturer alarmed ¿low temperature¿. The blood coming from the oxygenator was darker than usual and the primary console was reading lower flows of approximately 1 lpm. At the time of the event, the patient¿s oxygenation status decreased slightly, but she recovered very quickly after the exchange and had no lingering effects. The patient remained ongoing on the new primary console and motor. The primary console and motor were quarantined and inspected by the hospital¿s clinical engineering department and no obvious cause for the event was noted. It was mentioned that when attempting to view the primary console history, the history only showed alarms related to clinical engineering¿s testing.